Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed. Manual compression was used for hemostasis. No patient injury was reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use. There were no visible signs of device or packaging damage prior to use. One exoseal device was used for the patient. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. The deployment button was fully pressed and aligned with the handle. No resistance was encountered while advancing the device through the sheath, and no difficulty occurred when connecting the sheath introducer to the device. The exoseal vcd locked securely with the sheath, and pulsatile flow was observed from the bleed-back indicator. The device and sheath introducer were retracted together until pulsatile flow slowed, and the indicator window turned solid black with no red color observed. The device and sheath were removed together within 1¿2 seconds after depressing the deployment button. After removal from the patient, the plug remained attached to the exoseal vcd device. The device is being returned.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed. Manual compression was used for hemostasis. No patient injury was reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use. There were no visible signs of device or packaging damage prior to use. One exoseal device was used for the patient. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. The deployment button was fully pressed and aligned with the handle. No resistance was encountered while advancing the device through the sheath, and no difficulty occurred when connecting the sheath introducer to the device. The exoseal vcd locked securely with the sheath, and pulsatile flow was observed from the bleed-back indicator. The device and sheath introducer were retracted together until pulsatile flow slowed, and the indicator window turned solid black with no red color observed. The device and sheath were removed together within 1¿2 seconds after depressing the deployment button. After removal from the patient, the plug remained attached to the exoseal vcd device. The device is being returned.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed. Manual compression was used for hemostasis. No patient injury was reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use. There were no visible signs of device or packaging damage prior to use. One exoseal device was used for the patient. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. The deployment button was fully pressed and aligned with the handle. No resistance was encountered while advancing the device through the sheath, and no difficulty occurred when connecting the sheath introducer to the device. The exoseal vcd locked securely with the sheath, and pulsatile flow was observed from the bleed-back indicator. The device and sheath introducer were retracted together until pulsatile flow slowed, and the indicator window turned solid black with no red color observed. The device and sheath were removed together within 1¿2 seconds after depressing the deployment button. After removal from the patient, the plug remained attached to the exoseal vcd device. The device is being returned.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed. Manual compression was used for hemostasis. No patient injury was reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use. There were no visible signs of device or packaging damage prior to use. One exoseal device was used for the patient. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. The deployment button was fully pressed and aligned with the handle. No resistance was encountered while advancing the device through the sheath, and no difficulty occurred when connecting the sheath introducer to the device. The exoseal vcd locked securely with the sheath, and pulsatile flow was observed from the bleed-back indicator. The device and sheath introducer were retracted together until pulsatile flow slowed, and the indicator window turned solid black with no red color observed. The device and sheath were removed together within 1¿2 seconds after depressing the deployment button. After removal from the patient, the plug remained attached to the exoseal vcd device. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed, after the guard was locked. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A dimensional analysis of the delivery shaft inner diameter was conducted in the received unit the result obtained was within specification. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18450377 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed with plug deployment. Additionally, the device received did not match the event reported. As the cowling guard and deployment lever were not depressed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.